Event description:
The biomedical engineer (bme) reported that the g9 monitor spontaneously shut down on its own. Bme rebooted the g9 monitor and upon the unit booting up the bedside monitor (bsm1700) attached to the g9 began to alarm. It was displaying the host has an unsupported software version. Bme disconnected the bsm-1700. Nk technical support had bme to unplug the data acquisition unit (dau) and the network cable but no change to the issue, the bme rebooted the g9 and it went into a boot loop again. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor spontaneously shut down on its own. Bme rebooted the g9 monitor and upon the unit booting up the bedside monitor (bsm1700) attached to the g9 began to alarm. It was displaying the host has an unsupported software version. Bme disconnected the bsm-1700. Nk technical support had bme to unplug the data acquisition unit (dau) and the network cable but no change to the issue, the bme rebooted the g9 and it went into a boot loop again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10: concomitant medical device. Additional device information: d10: concomitant medical device: the following device(s) were used in conjunction with the cu-192ra: data acquisition unit, model# ja-694pa, serial #: (B)(6), device manufacturer data: ni, unique device identififier (UDI): (B)(4), returned to nihon kohden: not returned, bedside monitor 1700: model#: ni, serial#: ni, device manufacturer data: ni, unique device identifier: ni, returned to nihon kohden: not returned.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor was boot looping. Technical support (ts) had the bme reboot the g9 monitor, but upon reboot, the bsm-1700 that was attached to the g9 started to alarm. It was giving a "host has an unsupported software version" error message. The bme disconnected the bsm-1700. Ts had bme unplug the dau and the network cable, but there was no change. Ts then had the bme hold down the power button, but the g9 continued to boot loop. Ts then had her remove the g9 from its power source, which allowed the g9 to shut down. However, after plugging the power back in, the g9 was boot looping again. There was no patient harm reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. The g9 monitor was evaluated, and the complaint was duplicated. The root cause of the reported issue was a circuit board failure. No further investigation will be performed. Nk will continue to monitor and trend. The following field contains limited information, as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/25/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/26/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, but only provided the serial number of the data acquistion unit and was unable to provide the bedside monitor information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cu-192ra: data acquisition unit (dau): model #: ja-694pa. Serial #: (B)(6). Device manufacturer data: ni. Unique device identififier (UDI): (B)(4). Returned to nihon kohden: na. Bedside monitor bsm: model #: bsm-1700 series. Serial #: ni. Device manufacturer data: ni. Unique device identifier: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was boot looping. Technical support (ts) had the bme reboot the g9 monitor, but upon reboot, the bsm-1700 that was attached to the g9 started to alarm. It was giving a "host has an unsupported software version" error message. After extensive troubleshooting, the g9 monitor continued to boot loop. There was no patient harm reported.